Manufacturer narrative:
As per the user facility's biomedical technician (bmet) the roller pump was giving an under speed error message when the perfusionist was setting occlusion. He tried to duplicate the problem by running it with tubing but was not able to. He did see it when he did the pump jam test.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed an under speed error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's technical support specialist, the pump underspeed message was likely triggered by a pump over occluded. This message is a normal pump behavior, indicates the motor cannot turn due to obstruction in the raceway. Pump 'underspeed' was followed by 'pump jam' message and that is normal. As per the user facility's biomedical technician, he did nothing to repair the pump as the unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.